Manufacturer narrative:
Batch review performed on 29-apr-2020: lot 180391: (B)(4) items manufactured and released on 17-may-2018. Expiration date: 25-apr-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection 4 months after the primary surgery, the pathogen is unknown. The surgeon performed an I&d and revised the poly. The surgery was completed successfully..